Manufacturer narrative:
(B)(4). The actual dates of these past alarms are unknown as it was reported that the alarms occur every night. This report is to address the general complaint of the past alarms on unknown dates. (B)(4) is to address the alarm at the time of the report. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 2 for this patient. It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine every night. It is unknown during what step the past alarms occurred. The hp stated that they unplug and plug the hc back in and start over to clear the alarm. The technical service representative (tsr) explained the alarm to the hp and advised the hp to call at the time of the alarm for troubleshooting. No patient injury or medical intervention was indicated in association with this report. No additional information is available.